Event description:
It was reported that a stent damage occurred. The target lesion was located in the right coronary artery. A 4.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The stent was completely removed from the patient's body and it was then noted that the edge of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.